Manufacturer narrative:
A ge svc rep performed an onsite investigation. The failure could not be duplicated. The image processor computer was tested and the software was reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.